Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the protection wire kinked. Also, residues were noted between the protection guidewire and sheath slit. However, there is not a component detached or separated. All other outer diameters were within specifications. Sheathing and unsheathing test was performed and the filter bag was unsuccessfully retracted or deployed due to the residues noted and the protection wire condition. Therefore it is not possible to analyze the filter bag condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter bag was punctured. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for treatment. During procedure, the physician introduced the device inside the patient's body; however, it was noted that the filter bag was punctured. The device was removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the filter bag was punctured. The target lesion was located in the carotid artery. A 190cm filterwire ez¿ was selected for treatment. During procedure, the physician introduced the device inside the patient's body; however, it was noted that the filter bag was punctured. The device was removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported and the patient's condition was stable.